Event description:
Per the clinic, the patient experienced a sudden loss of connection to the internal device; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device, however; this has not occurred as of the date of this report.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2013; during the same surgery the patient was reimplanted with a new device. This report is filed (B)(4) 2013.

Manufacturer narrative:
This report is filed on august 28, 2013.